Event description:
It was reported that the lead exhibited loss of capture and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the re cables had abraded through the proximal insulation at 6.2 cm to 6.5 cm from the tip electrode. The re cables were not abraded and had no fractures. The analysis revealed no electrical anomalies.